Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 319.003, lot: 9219102, manufacturing site: hägendorf, release to warehouse date: 30.dec.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A broken depth gauge was returned for investigation. Dimension check performed at customer quality (cq) zuchwil showed that the diameter of the hook is too small. Instrument was forwarded to the manufacturing site for further evaluation. Summary of manufacturing investigation: shipped back device ¿depth gauge f/scr ø1.3-1.5 meas-range up¿ 319.003 with lot number 9219102 is broken. The hook (component 50117930) is snapped and only the small portion of it connected to the rest of the device was shipped back. The portion of the broken hook which is not connected to the device anymore is missing. Furthermore, it is heavily bent most likely due to a mishandling of the device as the use of too much strength on it. The identification number (the material number and the lot number) are slightly faded but it is still possible to read them while the measuring scale is clearly visible. The review of the device history record revealed that this depth gauge was manufactured in december 2014 according to the specifications with no non-conformities noted. A dimensional inspection was performed on the broken component 50117930. According to the drawing, the outer diameter was out of specification, below the lower tolerance limit. The following documents were reviewed: ¿ device history record (DHR) 9325519; ¿ inspection sheet, ¿pa intern single 319.003¿ ¿ inspection shee, ¿prüfanweisung / prüfnachweis¿ ¿ drawing, ¿tiefenmessgeraet¿; ¿ drawing, ¿messhaken¿; ¿ pqp, ¿pqp for 319.003, 319.005¿. The outer diameter of this component is out of specification and according to pqp is not a feature critical to quality and for this reason it was checked ¿every 5th¿ in december 2014, when the device was manufactured. However currently an updated version of the inspection sheet, valid since the 19th of april 2016, is used and the outer diameter is measured with 100% frequency. Being component 50117930 out of specifications, the complaint is confirmed. A non-conformance has been initiated in order to further investigate on the issue. The revision of the prm has been performed and no update is necessary since the manufacturing issue is adequately addressed. Further investigations and actions will also be documented under the nonconformance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is december 15, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes rep. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the inner shaft of depth gauge has snapped. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).